Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 21115691. Medical device expiration date: 16-nov-2024. Device manufacture date: 16-nov-2021 . Medical device lot #: 21115690. Medical device expiration date: 13-nov-2024. Device manufacture date: 13-nov-2021. Medical device lot #: 22015283. Medical device expiration date: 06-jan-2025. Device manufacture date: 06-jan-2022. Medical device lot #: 21086035. Medical device expiration date: 26-aug-2024. Device manufacture date: 26-aug-2021. Medical device lot #: 22015113. Medical device expiration date: 04-jan-2025. Device manufacture date: 04-jan-2022. Investigation summary: no product or photo was returned by the customer. The customer complaint of leakage from extension set could not be verified due to the product not being returned for failure investigation. A device history record review for model mz5303 lot number 21115691 was performed. The search showed that a total of (B)(6) units in 1 lot number was built on 17nov2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model mz5303 lot number 21115690 was performed. The search showed that a total of (B)(6) units in 1 lot number was built on 17nov2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model mz5303 lot number 22015283 was performed. The search showed that a total of (B)(6) units in 1 lot number was built on 16jan2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model mz5303 lot number 21086035 was performed. The search showed that a total of (B)(6) units in 1 lot number was built on 29aug2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model mz5303 lot number 22015113 was performed. The search showed that a total of (B)(6) units in 1 lot number was built on 06jan2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents.

Event description:
It was reported that the bd maxzero¿ multi-fuse extension set experienced leakage. The following information was provided by the initial reporter: customer stated they experienced leakage.